Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 7/2/2019. Device evaluation summary: according to the information provided, it was reported that the patient experienced a deflation, anisomastia, and capsular contracture of the implant. During evaluation of the sample a crease on the anterior extending to the posterior view. Within crease a tear measuring approximately 0.8 cm was noted in the anterior view. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who underwent breast augmentation revision with mentor smooth round high profile 330cc saline prostheses experienced bilateral ptosis, left sided deflation, and bilateral capsular contracture post procedure. The right sided capsular contracture was baker¿s grade iii. The left sided degree of capsular contracture is not known. These issues were identified through a combination of mammography and physician examination. Bilateral lateral capsulorrhaphy, left lateral pole reconstruction, left medial subtotal capsulectomy, secondary mastopexy, and bilateral prosthesis replacement with 320cc mentor memorygel breast implants was performed on (B)(6) 2019. There were no procedural complications. Mentor became aware of the left sided deflation on (B)(6) 2019. On 6/7/2019 mentor became aware of the additional left sided issues, and for the first time became aware that right sided issues were present. This report relates to the left prosthesis. See 1645337-2019-13635 for contralateral prosthesis report.